Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump was not delivering insulin. Impact to blood glucose was not reported. No additional information was provided, although multiple attempts were made to contact the customer for information, the customer did not reply to the requests.